Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up in clinic, upon initial interrogation it was noted that the device was in back-up vvi mode. Programming changes were performed and the device was restored successfully. Patient¿s condition was stable.